Event description:
It was reported that the 4193 lead was dislodged. The lead was removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, the outer insulation was melted, and there was blood in/on the distal conductor (non-obstructing). It was determined that the damage was caused at explant.